Manufacturer narrative:
The sample devices were not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an explant was performed on two lenses following intraocular lens (iol) implant procedures. Additional information has been requested.